Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that, the hp jornada handheld computer" appeared to have what looked like water damage on the screen." An analysis was performed on the handheld and no anomalies associated with water damage were identified. Visual inspection of handheld computer identified smudge marks on the screen, however, the smudges had no functional impact on the returned handheld. During the analysis, a broken solder connection near the main battery terminal was identified. The broken solder connection prevented the main battery from making good electrical contact with pcb. This condition caused the handheld computer to intermittently loose power while the device is operating on main battery power.